Manufacturer narrative:
Concomitant medical devices: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4), serial number: (B)(4).

Event description:
During an implantable neurostimulator (ins) revision surgery, after the ins was repositioned to its new location, the impedances were run. Several contacts were 'out' after multiple attempts were made to clean the lead, blow air into the ports, etc. At that point, the doctor decided to replace the ins. After replacing the ins, only two of the contacts were 'out'. It was not known which two contacts specifically were out, but noted that they were showing greater than 20,000 ohms or greater than 40,000 ohms across multiple reference electrodes. It was noted that impedances were not tested prior to the procedure. Since only a couple contacts were out, the doctor decided to close up the patient. It was further reported on (B)(6) 2016, that during the programming session today, another impedance check was done. More electrodes than the original two during surgery were 'out'. Trouble shooting was done including increasing the voltage and changing reference electrodes. The cause was not determined and the issue has not been resolved. Indication for use included failed back surgery syndrome, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.